Event description:
The device was implanted on 8/20/96 for arterial infusion of fudr for treatment of cancer. On 10/25/96, the facility nurse contacted a MFR nurse and reported that the device refills are being performed at another facility. On 10/24/96 the device was refilled with heparinized saline. The nurse performing the refill had some difficulty accessing the device center septum. Only one attempt was performed. The pt awoke the following morning and noticed a "fluid collection" around the device which was not there when he went to bed. The pt contacted the facility nurse as well as his implanting physician and was seen by the implanting physician on 10/25/96. The MFR nurse asked the facility nurse if the pt had bumped the device; however, the pt was not aware of any trauma to the device area. The facility nurse stated that there was no evidence of a hematoma around the device pocket on 10/25/96. The MFR nurse then inquired if the refill nurse had followed the MFR's refill procedure; however, the facility nurse was not sure if the MFR's refill procedure had been followed. The MFR nurse then recommended that the device be emptied to determine volumes infused and reservoir volume.